Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: model: vedr01, ipg; implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that during a device changeout procedure it was discovered that the right ventricular (rv) lead showed evidence of blood ingression into the lead insulation. Discoloration of the insulation and an apparent crack in the insulation were also detected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed. The outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. The outer insulation of the lead was observed to have blood ingression. Visual summary analysis of the lead was performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.